Manufacturer narrative:
The investigation for the reported a/c power issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of frayed power cord was unable to determine because neither product was returned nor a picture of the frayed cord is available. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) after the pump was inserted and the patient was ready to come off the table, it was noted that the power cord was frayed and was not charging the console. A new console was brought in, and the pump was swapped to the new one. There was no report of patient harm or injury.